Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the error messages and test flow errors were not specifically determined, but by process of elimination, the percutaneous extension appeared faulty. Issue was resolved.

Manufacturer narrative:
Concomitant medical product: product ID 3560022 lot# va2y5kp, product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3560022, serial/lot #: va2y5kp, ubd: 16-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturing representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that at the end of a stage 1, they connected the ens to check impedances and configure the evaluation. They received an error message that stated thought they were unable to configure the evaluation while in test cable workflow. Extensive troubleshooting was performed. This included trying to configure the evaluation with three different smart programmers, updating the apps on the smart programmer, restarting the smart programmer, and connected three different enss to the percutaneous extension. During one of these attempts, they were able to configure the evaluation, but when they exited from the workflow and performed configure the evaluation, a second time, they were unable to do so and received the same test flow error. When all of these efforts failed, the decision was made to reopen the future pocket site, clean and dry the lead, suction the percutaneous connection, and re-insert the lead. This was performed multiple times, and despite the error message remained. Then, they decided to open another percutaneous extension. When this extension was connected to the lead, they were able to configure the evaluation and check impedance without any error messages.